Event description:
It was reported, the subject device had a slice or cut in the cord. The issue was found during a diagnostic percutaneous nephrolithotomy procedure and was completed using the same set of equipment. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found dust and rust inside the charge-coupled device. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.